Event description:
The customer reported that a communication error appeared on the system. A reboot corrected the problem.

Manufacturer narrative:
(B) (4). The ge service rep cancelled the call. The unit operated as intended.